Event description:
It was reported that at testing the device would not start. There was no harm or delay to a procedure. At product evaluation investigation the motor rpms were lower than specification. No additional event information available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the rpms were lower than specification and the calibration was out at the 0 reading. The motor, fine adjustment cams, plug harness, switch, and various bearings and other parts were replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.